Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient¿s catheter was removed. The patient was treated with gentamycin (intravenously, dose and frequencies not reported), ciprofloxacin (orally, dose and frequencies not reported), and zyvox (orally, dose and frequencies not reported) for the event. The patient was later discharged from the hospital after four days. The cause of the peritonitis was unknown. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f07023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).